Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Multiple attempts were made for keypad to response and keypad remained unresponsive. Keypad overlay was removed, and no moisture damage noted during visual inspection. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection it was determined that the ingress of water corroding electronic assemblies including keypad flex connector causing an electrical short leading to no button response. Unit was also received with the following cosmetic damages: keypad overlay texture damage, cracked keypad overlay, cracked case-corner of belt clip rails, battery tube threads - cracked, cracked case (battery tube), pillowing keypad overlay, scratched case and missing display window/cover. In conclusion, customer allegation was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. In addition, unit was received with unresponsive button due to corroded electronic assemblies including keypad flex connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cracked case near the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Customer reported physical damage on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1712k was requested and customer returned the device for analysis.